Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of urinary tract infection (uti) is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the lips and oral commissures with juvéderm vollure¿ xc. Three months later, the patient developed a uti. Two days after uti, the patient reported to the injector that they had ¿tender, hard, painful nodules¿ on the left side of the upper lips and left oral commissure. The nodules ¿are not visible to the naked eye, but with palpation, they are hard/firm and extending through the entire left side of the upper lips and into the left oral commissure.¿ the patient began taking antibiotics for the uti 3 days after their lips and oc started to harden. The patient was injected with 1 ml of product. This was the initial use of the syringe and the packaged needle was used. The syringe was discarded. The symptoms were at the injection site. No treatment was provided. The symptoms are ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5, h.6

Event description:
Health professional reported injecting a patient in the lips and oral commissures with juvéderm vollure¿ xc. Three months later, the patient developed a uti; this event is not device related. Two days after uti, the patient reported to the injector that they had ¿tender, hard, painful nodules¿ on the left side of the upper lips and left oral commissure. The nodules ¿are not visible to the naked eye, but with palpation, they are hard/firm and extending through the entire left side of the upper lips and into the left oral commissure.¿ the patient began taking antibiotics for the uti 3 days after their lips and oc started to harden. The patient was injected with 1 ml of product. This was the initial use of the syringe and the packaged needle was used. The syringe was discarded. The symptoms were at the injection site. No treatment was provided. The symptoms are ongoing.